Event description:
The patient received two leads with the same lot number. It was reported the patient experiences dizziness when stimulation is on. Reportedly, the patient has a pre-existing condition of epilepsy prior to implant. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.